Event description:
It was reported that a asymptomatic patient presented in the clinic for a routine follow up. It was noted that the left ventricular lead exhibited unacceptable capture threshold. The patient was brought in for lead revision and during the procedure it was noted that the patient suffered from twiddler's syndrome. The lead was successfully repositioned. The patient was stable throughout the procedure.